Event description:
Attempted three times to insert a PICC line in the pt's left arm for antibiotic therapy. When withdrawing the guidewire, the end of the spring tip unraveled and split apart. The end was breaking off. Procedure was stopped and a x-ray of the pt's left arm was performed, results were that a 1.2cm foreign body was seen. The foreign body was imbedded in the subcutaneous tissue in the antecubital fossa at the level of the medial condyle of the left arm. The nexy day the pt underwent general anesthesia, a tourniquet was placed on the left arm. The area was prepped and draped in the usual fashion. The wire was visualized under fluoroscopic control where the line incision was intended to be placed. A superficial incision was made. A self retaining retractor was placed and through alternate sharp and blunt dissection, the wire came into view and subsequently removed. Tourniquet was released. No active bleeding noted. Subcutaneous tissue closed with catgut and the skin with 4-0 nylon. Dressing was placed. The pt tolerated the procedure well.